Manufacturer narrative:
(B)(4). D10 unk screw unk anchor. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right ankle revision approximately 24 days post-implantation due to loosening and loss of reduction. The patient had previously undergone an initial right open reduction internal fixation. During the revision, the implanted components were explanted. Attempts have been made and no further information has been provided.